Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing of some beats. Which was likely due to the atrial gain control (agc) decay profile stepping over the r-waves. No therapy was needed or appropriate and no programming changes were recommended. Currently, this ICD remains in service and no adverse patient effects were reported.